Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a lead procedure on (B)(6) 2020, the patient experienced issues with anesthesia and the procedure was aborted. No products were implanted. No additional information is available.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.